Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient died due to an infection. The organism was identified as streptococcus. The source of the infection was not provided. No additional information is available. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.